Event description:
It was reported that the saw won't go in the device. There was no patient impact in this event. Additional information received on e valuation that bearings were detached.

Manufacturer narrative:
H3: product analysis: evaluation determined that the reported malfunction of saw won't go in has been confirmed. The likely cause was found to be detached distal bearings. It was also noted that tube was damaged, spacer was worn, washer was worn, color band and laser markings were faded. G3: aware date used as date of analysis performed date as the event is reported based on evaluation findings. B3: notified date used as date of event, as event date was unavailable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.